Event description:
The customer contact reported inaccurate delivery. The pump was being returned to the service center with a report that the volume accuracy was more than 5% tolerance. No specific pump programming or event details were provided. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the pump delivered less than intended. This was due to a plunger bearing. This report represents all the information known by the reporter upon query by hospira personnel.